Manufacturer narrative:
(B)(4). The hsk iii device was returned to the factory for evaluation. Signs of clinical use and no evidence of blood were observed. A visual inspection was conducted. The delivery device was returned inside the loading device. The seal and tension spring assembly remained inside the loading device. The blue slide lock was dis-engaged and plunger was fully depressed. The tension spring assembly and delivery device was taken out from the loading device for inspection. No cracks or delamination of seal were observed. The following measurements were taken; the inner delivery tube diameter was measured at .197 in. The outer diameter was measured at .222 in. The length of the delivery tube was measured at 2.51 in. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported complaint failure mode "fitting problem" and analyzed failure premature deployment were confirmed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal remained in device when trying to pull out. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal remained in device when trying to pull out. A replacement device was used to complete the procedure. The hospital did not report any patient effects.